Event description:
It was reported during pump replacement surgery, that the patient's catheter was found to be occluded. The catheter was revised. No patient symptoms were reported. The patient recovered without sequela.